Manufacturer narrative:
The investigation has determined that higher than expected carbamazepine (crbm) results were obtained from multiple samples collected from a single patient using vitros chemistry products crbm slides lot 3949-0109-0866 and lot 3901-0110-3912 on a vitros xt7600 integrated system. . The definitive assignable cause of the higher than expected results is likely related to the patient samples, however, the issue with the samples could not be determined. Based on historical quality control results a vitros crbm reagent performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crbm reagent lot 3949-0109-0866 or lot 3901-0110-3912. Although vitros crbm diagnostic precision testing was not performed, the vitros xt7600 integrated system is not a likely contributor to the issue. The customer was able to successfully process maine standards linearity fluids around the time of the initial event, as well as vitros therapeutic drug monitoring performance verifier fluids around the time of the most recent event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Email address for contact office in manufacturer field is (B)(4).

Event description:
A customer reported higher than expected carbamazepine (crbm) results obtained from multiple samples from a single patient sample processed using two different lots of vitros chemistry products crbm slides on a vitros xt7600 integrated system. Vitros crbm lot 3949-0109-0866 patient sample results of >20.0 and >20.0 ug/ml vs. The expected result of 8.3 ug/ml. Vitros crbm lot 3901-0110-3912 patient sample results of >20.0 and >20.0 ug/ml vs. The expected result of 8.3 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crbm results were reported from the laboratory and questioned by a physician. No treatment was initiated, altered or stopped based on the higher than expected results. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4) / ivd (B)(4).